Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for eval. The defective power adapter was received at medela on 02/27/2014. A product eval confirmed the customer reported problem damaged prongs and also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. Evaluation summary: a visual examination of the power supply revealed damaged prongs and the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.30 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across ac blades measured as 53.30 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4).

Event description:
The customer stated that she noticed one of the prongs is loose. During the product eval on (B)(4) 2014, the tech observed a breached transformer housing, which is a safety risk.